Event description:
It was reported that a drill attachment heated up during a routine maintenance evaluation by the manufacturer's field service team. This event did not occur in a surgical environment. There was no user injury reported and no adverse consequences alleged.

Manufacturer narrative:
The attachment has yet to be rec'd by the u.s. Manufacturer. A f/u report will be filed once the product evaluation has been completed.